Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
A malfunction alarm identified as malf 3 was reported, but there were no notable events leading up to it. There was no information provided regarding any adverse impact on the customer¿s blood glucose level. Customer reverted to an alternate method of insulin therapy.